Event description:
Description of event according to study: type ia endoleak - proximal from procedure angiography, morphology, false lumen: proximal location of dissection = zone 5: mid descending aorta to celiac distal location(s) of dissection = aorta at the level of the renal arteries. From procedure angiography, morphology, status of false lumen: if patent or partially thrombosed, indicate source(s) of false lumen flow = primary tear if primary tear, indicate entry flow type(s) = type ia-proximal. From procedure angiography, endoleaks: is there evidence of endoleak(s) at the completion of procedure? = no. From procedure angiography, device assessment: location of graft material of proximal edge of the most proximal component = zone 4: zone 3 to mid descending aorta location of graft material of distal edge of the most distal component = above celiac is there evidence of device issue(s) at the completion of procedure? = no.

Manufacturer narrative:
Manufacturer ref# (B)(4). . Summary of investigational findings: on (B)(6) 2023, a 62-year-old male patient underwent emergent thoracic endovascular aortic repair (tevar) to treat a thoracic aortic dissection type b. It is reported that the dissection was complicated by malperfusion, with area affected noted as spinal cord. Furthermore, the patient was symptomatic with paraplegia. During the procedure following device were implanted, zta-p-36-161 (complaint device) proximal, zta-d-42-204 distal and an unknown cook stent with a diameter of 46 mm and a length of 185 mm. Proximal location of dissection was zone 5, mid descending aorta to celiac and distal location of dissections was at the level of the renal arteries. Location of graft material of proximal edge of the most proximal component is reported as ¿zone 4: zone 3 to mid descending aorta¿. It is reported that there was localized angulation over 45 degrees in the segment of aorta into which deployment of the device was intended. Furthermore, the zta-p-36-161 was planned to have a proximal seal zone of 10 mm. The zta-p-36-161 was successfully deployed in the intended location. During the procedure it is reported that the thoracic false lumen is patent with flow through primary tear and entry flow type is indicated as type 1a ¿ proximal. There was no evidence of endoleaks or device issue at the completion of the procedure. It is reported that the patient died on the day of the procedure, due to multi organ failure (suspicion of bowel ischemia), which was related to a preexisting condition prior to the procedure. The patient had previously ¿open repair of ascending aorta and arch for type a dissection in 2013¿ and on (B)(6) 2014 the patient had a ¿interpostion graft (open) from left carotid to th7¿ and on (B)(6) 2015 ¿left subclavian to left common carotid bypass¿. Following pre-existing conditions have been reported loeys-dietz syndrome (lds), aortic aneurysm in the ascending aorta, aortic arch, descending aorta and in the abdominal aorta, which was treated with open repair. Aortic type a and b dissections which was also treated with open repair. No imaging of the reported event has been provided. According to the instruction for use ¿the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta¿ furthermore, ¿key anatomic elements that may affect successful exclusion of the thoracic aneurysm or ulcer include severe angulation (radius of curvature < 20 mm and localized angulation > 45 degrees); short proximal or distal fixation sites (< 20 mm);¿ the instruction for use also states ¿the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in the following patient populations: dissections, previous repair in descending thoracic aorta and diagnosed or suspected genetic connective tissue disease (e.g., marfans or ehlers-danlos syndrome). Hence, the use of the device for the patient in this complaint is outside the instruction for use. Based on the reported information it is possible that patients¿ medical case history, patient anatomy, a short seal zone and the use of the device for an emergent type b dissection all could be contributing factors for the reported type 1a proximal entry flow into the thoracic false lumen. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.